Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 10/22/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: right mentor memorygel breast implant 650cc gel prosthesis, catalog: 3506504bc, serial number: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6) year-old patient who underwent primary breast reconstruction with mentor memorygel breast implant 650cc gel prostheses experienced deflation on the left breast prosthesis post procedure. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 5500cc gel prostheses on (B)(6) 2018; catalog # 3505501bc, s/ns (B)(4) (l) and (B)(4) (r).

Manufacturer narrative:
On 10/29/2018, the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The device evaluation was completed on 11/5/2018. Summary: the device was returned at mentor containing gel with a clear appearance. No foreign material was observed within the device. Gel was observed on the shell surface. Mentor product analysis lab discovered a rent at the patch junction. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. No other anomalies were discovered. Mentor performs 100% inspection and testing of all devices prior to release. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record (DHR) of lot number 5748934 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).